Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6 implantable collamer lens, -7.0 diopter into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event was unknown.